Manufacturer narrative:
Investigation evaluation: returned used device: our laboratory evaluation of the product said to be involved confirmed the report. During the visual examination under magnification it was noted that the tip of the sphincterotome is torn. The tear is approximately 1mm in length. The wire guide is catching in the tear and thus unable to make a smooth transition (in or out) through the distal tip of the sphincterotome. The wire guide was also examined for defects and no defects and/or damage was found. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Returned unused device: our laboratory evaluation of the product could not confirm the report. The sphincterotome tip is fully intact with no evidence of damage. A wire guide was also placed through the device and no discrepancies were found - the wire guide was able to make a smooth transition (in or out) through the distal tip of the sphincterotome. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Damage to the catheter tip can also occur if the precurved stylet is forcefully removed. The instructions for use instruct the user to remove the device from the packaging and carefully remove the precurved stylet from the cannulating tip. Careful removal of the precurved stylet will aid in device preservation. If the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection includes inspecting the tip for splits. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a papillotomy with stone extraction from the bile duct, a cook d.a.s.h. Dometip double lumen sphincterotome was used. The doctor pushed the dash sphincterotome over the placed wire. The tip of sphincterotome split on the wire guide lumen side. The wire clamps there and cannot be moved. The doctor must remove all (i.e. Wire guide and sphincterotome) and start again with another wire guide and dash sphincterotome to finish the case. This caused the need for more time, x-ray, and sedation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.